Event description:
After a coil embolization procedure, it was reported the balloon could not be deflated. The physician attempted to deflate the balloon several times, but was not successful and pulled it out by force. The pt had vascular rupture with severe hemorrhage and was reported to have expired the next day.

Manufacturer narrative:
The devices involved in this event are being held at the hosp.